Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va13azs, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A recently implanted patient stated that they were experiencing pain at the incision site and in the vaginal area. The patient stated it hurts and it also hurts when they sat down. The patient stated that they were still experiencing feeling of urgency "difficult voiding, but not every time." The patient also mentioned that they were concern that they may have put it (lead) on the wrong nerve. The patient also wanted to know if the vaginal pain was normal. Patient services showed patient how to lower stim and reviewed to see if it will help with vaginal pain. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.